Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the device was overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The failure for heat was confirmed by the technician through visual inspection by the technician. The technician noted that the insulating tube was damaged/cracked. The insulating tube was confirmed as cracked. The device was scrapped by the manufacturer.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device was overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.